Event description:
It was reported that a pt underwent a gynecological procedure in 2007. During the procedure, the handpiece would work for a while, then it started to sputter and then would stop spinning/cutting. The handpiece was replaced two times which also worked for a while then would not cut. The lights on the front of the motor drive unit were dimming and the motor sounded like it was bogged down. The noise could be eliminated by holding the area where the handpiece connected to the generator. The case was successfully completed with no adverse pt consequence.

Manufacturer narrative:
Date sent to FDA: 9/14/2007, conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.